Event description:
This patient experienced a vessel dissection during the implantation of a cypher select plus stent. Twenty-four hours post procedure, the patient's troponin levels were elevated >5 times the upper limits of normal (uln). This female patient with a history of hypertension, hyperlipidemia, and a family history of coronary artery disease, was admitted for coronary evaluation due to stable angina. The patient was currently taking plavix, statins, ace inhibitors, and beta-blockers. Vitals and lab values evaluated upon admission revealed mild anemia (hgb= 11.8 g/dl). All cardiac enzymes were within normal limits. Angiography revealed a 100%, 12 mm, de novo, irregular, concentric heavily calcified, b1 type lesion in the ostium of the circumflex artery (lxc). The vessel was described as moderately tortuous in the proximal segment, and there was pre-existing thrombus present in the lesion. No thrombus aspiration was conducted. Aspirin, a loading dose of plavix (300 mg) was administered. No heparin or iibiiia inhibitors were administered. Platelet function test revealed peak vasp = 43% and pfa - 100=300 seconds. The lesion was predilated with a 2.5 x 9mm ptca balloon inflated to 15 atms. A 2.5 x 13mm cypher select plus stent was positioned within the lesion and was deployed to 12 atms. Following stent implantation, a type-a dissection was noted. A 2.25 x 13mm cypher select plus stent was positioned to cover the dissension and was deployed 16 atms with satisfactory results. Cardiac enzymes measured 24 hours post procedure revealed peak troponins elevated > 5 times the uln. The event resolved with sequalae and the patient was discharged after 4 days hospitalization with orders for daily administration of aspirin, plavix (12 months duration), statins, ace inhibitors, and beta-blockers.

Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.